Manufacturer narrative:
Failure analysis noted that the pump alarmed button error followed by intermittent buttons due to corroded keypad traces. There was no moisture damage on the electronic and motor assemblies. The pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump had cracked case at lcd window corners and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 70 mg/dl at the time of incident. The customer stated that he was a referee at a soccer game and he was out in the rain. The pump alarmed button error and the pump froze. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.